Manufacturer narrative:
There is no evidence of a device malfunction. The reported arterial alarm is attributed to air entering the system while performing a saline bolus. Review of the treatment log files indicate that the cycler alarmed appropriately. The reported blood loss is due to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Facility staff has been notified. A direct correlation between nxstage system . One and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred while delivering a saline bolus during a routine hemodialysis treatment. Blood also entered the saline bag at this time. The operator was not able to recover from the alarm. Rinseback was not performed due to clotting of the circuit resulting in an estimated blood loss of 290cc. No medical intervention was required.